Event description:
Additional information received noted that the right ventricular lead was explanted on (B)(6) 2022. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited failure to capture. Additionally, it was noted that the lead had dislodged. No device intervention was performed. The patient was stable.